Event description:
It was initially reported that the device had an issue. No other info was provided. Add'l info was requested and the following was provided on (B)(6) 2015: the fixation of the modified swivel adaptor w/the skull clamp a1059 was too loose. The adaptor couldn't be used. The a1115 was replaced w/the a1018 swivel adaptor. The product was not in contact w/pt. There was no pt injury. The event lead to a 10 min increase in surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.